Manufacturer narrative:
The insulin pump was received with a button error alarm and had no up and down button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had button error alarm. The customer's blood glucose was reported to be 198mg/dl. It was reported that the customer was advised to discontinue use of the device and that it would have to be replaced and returned for analysis. The device is being returned and replaced.